Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (s/n#: (B)(6)) revealed that no device found message, record the two values: the highest number (00) and low number (00) and got hot after running it at donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) recharger is frayed and being held together with electrical tape. Pt is having difficulty connecting to implantable neurostimulator (ins) to recharge it. The paddle started fraying last summer. No symptoms were reported. A replacement recharger telemetry module (rtm) was sent out.